Event description:
Reporter alleged blood glucose was not downloaded and it was determined the inside bottom of the base, bottom of the meter, and connector pin area were melted. It was reported device is cleaned with some type of disinfectant however, could not provide the name of it at the time. No treatment or injuries were reported as a result of the alleged event. A request was made for the return of the suspect device and replacement product was sent.